Manufacturer narrative:
Approximate age of device: 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient returned to the operation room (or) for a washout and drainage. Additional information was requested but not provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas instruction for use lists bleeding, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient returned to the operation room (or) for a subxiphoid drainage and evacuation of a hematoma and pericardial effusion. The patient had resolution of symptoms after hematoma was removed. The patient was reportedly doing well at the time of discharge. The patient had been placed on heparin because her inr was subtherapeutic. Lab test revealed a 6 point drop in the patient's hematocrit levels. Clinical evaluation included a CT scan and further blood work. Computed topography (CT) noted a large hemopericardium and hematoma of the pump pocket. It was reported the patient's renal function had decreased, creatinine had increased and liver function tests were rising. The evacuation of the hematoma relieved the cardiac tamponade was felt to be indicated. No further information was reported.